Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 05, 2018 that a lighttrail reusable 800 um laser fiber was to be used in a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2018. Reportedly, the fiber was used once prior to this event. According to the complainant, during preparation and outside the patient, the laser fiber broke inside the scope. The procedure was completed with another lighttrail reusable 800 um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One lighttrail reusable 800 laser fiber was received for evaluation. Visual analysis confirmed the reported event of fiber broken. The fiber measured approximately 226.5 cm from the top of the connector to the break. The remainder of the fiber including the distal tip was not returned. Based on the details of the reported event and the condition of the returned device, the fiber damage occurred during preparation, before patient contact, therefore the most probable complaint investigation conclusion code for this event is handling damage. A complaint with a root cause classification of handling damage indicates the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return.

Event description:
It was reported to boston scientific corporation on march 05, 2018 that a lighttrail reusable 800 m laser fiber was to be used in a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6), 2018. Reportedly, the fiber was used once prior to this event. According to the complainant, during preparation and outside the patient, the laser fiber broke inside the scope. The procedure was completed with another lighttrail reusable 800 m laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.